Event description:
Information was received from a patient who was implanted with a neurostimulator for spinal pain. It was reported that controller was showing charged to 100% and controller was powering on and unlocked but when he tried to charge the ins the controller showed no device found. The rmt (rtm) got "really hot". It started happening when the rtm cord got really hot "about 2 weeks ago" then clarified "dec 2019". Patient last charged over 2 weeks ago when he normally charged every other day and sometimes every day if he had to increase stim. No patient symptoms were reported. No further complications were reported.

Manufacturer narrative:
Continuation of d10: product ID 97755 lot# serial# (B)(6). Implanted: explanted: product type recharger section d information references the main component of the system. Other relevant device(s) are: product ID: 97755, serial/lot #: (B)(6). Ubd: , UDI#: (B)(4). Date is estimated; month and year are valid. Analysis of the 97755 recharger (rtm) (serial number (B)(6)) found that the recharger rtm had to be scrapped after failing testing at plexus and bench testing. This regulatory report is being submitted as part of a retrospective review as part of a CAPA 620188 action. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.